Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received a motor error alarm and a no delivery alarm from his insulin pump. The customer's blood glucose level was 101 mg/dl. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence and the customer delivered a full bolus. The customer was advised to carry an extra infusion set and reservoir with him. The product is not being returned. Nothing further was reported.